Event description:
On 08/22/2000, the facility's or supv informed the distributor's rep of the following: the physician could not pass the introducer that came with the kit, the distal tip end looks torn. A number 9 introducer was given to him and the implant would not thread. As a result, another kit was opened to complete the procedure. No further details were provided.